Manufacturer narrative:
Isi received the flexible instrument manipulator (fim) involved with this complaint and completed the device evaluation. Failure analysis could not replicate the reported event. The unit was installed on an in-house system and passed normal mode with no issues. The catheter was installed on and off multiple times with no error and did not result in any dislodgement issue from the unit. Planar lung model mapping was performed successfully (with no issue) in normal mode. The carriage top plate and release levers were inspected; no related issue found. Engineering performed further investigations and found the inner sleeve of the fiber connector to be protruding from the outer sleeve which potentially caused the catheter issue. A follow-up MDR will be submitted if additional information is obtained. On 31-mar-2022, a review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer. The logs indicate that the system detected that the catheter was no longer present and went inactive during the first procedure on (B)(6) 2022. The catheter going inactive is captured under informational advisory 23216 in the error logs. Per the wtn trace logs, the system displayed a ¿catheter removed, what would you like to do?¿ takeover message on screen to user, and the user chose to continue procedure. This complaint is being reported due to the following conclusion: it was reported that during an ion endobronchial lung biopsy procedure the catheter "popped off," causing the patient to bleed. The severity of the bleeding is unknown. It is also unknown what intervention, if any, was performed due to this event.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the catheter "popped off," causing the patient to bleed. The physician indicated that the target lesion was in the right upper lobe. Details regarding the estimated blood loss were not provided. The physician stated that she was using the biopsy forceps when the issue occurred. There was no report of medical intervention required due to the event. Intuitive surgical inc. (Isi) made several attempts to contact the physician; however, no additional information regarding this event has been provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
It was reported that during an ion endobronchial lung biopsy procedure, the catheter instrument which is mounted to the ion system ¿popped off" the system when the physician was performing biopsy of a target lesion located in the right upper lobe. The catheter ¿popped off¿ the system when the physician was performing biopsy with forceps. The catheter disconnection (pop-off) caused the catheter to straighten out. The physician had to reconnect the catheter and re-navigate to the target. Bleeding was observed during re-navigation that obscured the vision, ion catheter was removed from the patient and was replaced with a therapeutic scope to clear the airways from the blood before re-navigating to the target with the ion catheter. The amount of bleeding reported was less than 20 cc ¿which is not much¿ but it impaired the vision. Multiple re-navigation's extended the procedure time as well. There was no report that additional medical interventions were required due to this event and allegedly the patient did fine after the procedure intuitive surgical, inc. (Isi) received the flexible instrument manipulator (fim) involved with this complaint and completed the device evaluation. Failure analysis could not replicate the reported event. The unit was installed on an in-house system and passed normal mode with no issues. The catheter was installed on and off multiple times with no error and did not result in any dislodgement issue from the unit. Planar lung model mapping was performed successfully (with no issue) in normal mode. The carriage top plate and release levers were inspected; no related issue found. Engineering performed further investigations and found the inner sleeve of the fiber connector to be protruding from the outer sleeve which potentially caused the catheter issue. A follow-up MDR will be submitted if additional information is obtained. On 31-mar-2022, a review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer. In the period preceding the time of the complaint report on the 1st procedure on (B)(6) 2022, the logs indicate the system detected the catheter was no longer present and the catheter went inactive (error code: 23216). The logs indicate that the system provided a message to the user stating that the catheter was removed and the user clicked a button on the display to continue the procedure, re-installed the catheter and other I&a and re-registered. There were no further errors noted in the logs. This complaint is being reported due to the following conclusion: it was reported that during an ion endobronchial lung biopsy procedure the catheter "popped off," causing the patient to bleed. The severity of the bleeding according to the physician was low and no additional medical interventions were required.